Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, and the right ventricular lead integrity alert triggered. The analyst noted that the rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counter greater than 30 in three days and two or more high rate nst episodes. Beginning (B)(6) 2015, vt-ns episodes with evidence of lead noise oversensing were observed. Concomitant medical products: 419488 lead, implanted: (B)(6) 2010; dtba1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient had occasionally felt lightheaded. A lead integrity alert (lia) triggered due to noise, oversensing, and sensing integrity counter (sic) on the right ventricular (rv) lead. In addition, the physician observed a low impedance measurement. The rv lead was later capped and replaced. No patient complications have been reported as a result of this event.